Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist assisted in checking and resetting the ethernet lan usb 2.0 settings. The user was guided on how to add items and correctly issue medications. The customer confirmed they were able to proceed without any further issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the saline could not scan, suddenly drawers went offline and needed training to issue meds. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.